Event description:
It was reported that during the initial attempt to deploy the stent in the mid sfa, the trigger was non-responsive and the stent would not deploy. The delivery system was removed w/o incident and another stent was used to successfully complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided. The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been previously reported for this lot number. Based on the sample eval, it is confirmed that the release mechanism was activated by the trigger until breakage of the force transmitting components occurred, which caused the stent to move in a distal direction inside the stent housing. Within the distal section of the delivery system, abraded and bulged material was found, which made the stent deployment impossible. Potential factors that could have led or contributed to the event have been evaluated. In this case, the delivery system blockage was due to bulged material within the system. Increased friction forces within the system may have been a contributing factor for the bulged material and scratches that were found. Reportedly, the physician began the stent release with full trigger hubs, which could be a contributing factor for the failure reported. Furthermore, difficult anatomy could be a contributing factor for the issue reported; however, based on the info available and the sample eval results, a definitive root cause for the material deformation could not be determined. In reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." In this case it was not reported that excessive force was felt prior or during stent deployment.